Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment, and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04845-1 / 2016-00048).

Event description:
It was reported that patient underwent initial right and left partial knee arthroplasties on (B)(6) 2001. Subsequently, revision procedures for both knees have been indicated due to instability; however, the revisions have been cancelled due to patient condition. No further information has been provided. Additional information received reported that patient was revised on both knees on an unknown date due to unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent initial right and left partial knee arthroplasties on (B)(6) 2001. Subsequently, patient underwent revision procedures for both sides on unknown dates due to unknown reasons. Additional revision procedures for both knees have been indicated due to instability; however, the revisions have been cancelled due to patient condition. No further information has been provided.